Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's family member that the patient was told at a follow up appointment, that the device is potentially not working as intended. The device remains in use. No patient complications have been reported as a result of this event.